Event description:
A customer contacted baxter because they felt swollen after completing therapy using the homechoice system. The service representative reviewed the therapy, program and alarm logs. The home patient's nurse had recently reviewed the programming on the device and indicated it was fine. There were no changes recently made to the home patient's therapy or prescription. The home patient reported having initial drain alarms. The home patient does a manual exchange with a fill volume of 2000ml and the initial drain alarm is programmed to 2000ml. The total drain volume for the completed therapy was 14,802ml (not including the initial drain) with a programmed fill volume of 12,500ml ( not including the last fill). The patient's programmed parameters are ccpd, total volume=14,500ml, total time = 9 hours, fill volume = 2500ml, last fill volume=2000ml, dextrose=same, 5 cycles, initial drain alarm set point=2000ml, minimum drain volume percentage (unknown). The home patient completed the last fill of 2000ml. The home patient's initial drain was 1,129ml. The home patient also reported receiving five low drain volume alarms during the reported therapy, four during the initial drain (bypassed by the home patient) and one during therapy. There were no diet changes. The home patient reported their abdomen was distended. The ultrafiltration (uf) at the time of the event (total uf) was 2306ml. The home patient does not receive "caution: neg uf" alarms and has not recently had any problems with their catheter. There was no patient injury or medical intervention reported at the time of the initial report. The suspected root cause of the home patient's reported symptom of feeling swollen is the bypass of several low drain volume alarms and an incomplete initial drain. A follow-up phone call has been made to the home patient and home patient's nurse to obtain additional information regarding the patient outcome and is pending a returned phone call.

Manufacturer narrative:
Device received from customer. Pending evaluation approval. A follow-up medwatch will be submitted when evaluation is complete.